Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 4.11 e. Retainer ring: black . Customer reports: case is cracked. Unit passed displacement test. The p-cap / reservoir locked properly during testing. No damage noted on the retainer during visual inspection. The following cosmetic damage was noted during visual inspection: cracked case on the back at the battery tube area, belt clip rail case corner, battery tube threads and keypad overlay at select button. Minor scratched display window, case and keypad overlay. Faded serial number label. Missing display window cover. In conclusion: customer complaint of cracked case was confirmed.